Manufacturer narrative:
Concomitant medical products: 310c29 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection due to erosion approximately three months post implant. The implantable pulse generator (ipg) system was removed and replaced two weeks later. No further patient complications have been reported as a result of this event.